Manufacturer narrative:
Batch review performed on 08 june 2021: lot 2010145: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
14 days after primary surgery, revision surgery due to infection. Liner swapped successfully.